Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with an occlusion indicated and blood glucose over 400 mg/dl; the team performed a restart and a dry run through 60 units without issues, replaced all supplies, and insulin delivery resumed, after which the user reported feeling better and glucose showed a downward trend. Symptoms included elevated blood glucose. Outcomes included transient interruption of insulin delivery with subsequent recovery after restart and supply replacement. Investigation included product technical support review and troubleshooting with device restart and line priming. Investigation of this case revealed an occlusion that cleared after replacing supplies and restarting, with no further delivery issues observed during the dry run. It was concluded that the event was consistent with hyperglycemia of unclear cause associated with a transient occlusion that resolved after intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.